Event description:
Reportedly, the subject pacemaker was found in standby mode during scheduled follow-up on (B)(6) 2017. Re-initialization of the pacemaker was successfully performed. The physician would like to know the cause of this switch in standby mode.